Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high threshold. The pulse width was changed from 0.4 to 1.0 ms with some improvement. The lead remains implanted. No adverse patient events have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.